Event description:
It was reported by service report that the stretcher head end jack was drifting. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.